Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. However, implanting the device in an off-label location, not prepping the skin with antiseptic solution, and patient contraindicating conditions have been ruled out as potential causes. Other potential causes of infection are not prescribing antibiotics preoperatively, not irrigating the site with antibiotic solution before closure, patient non-compliance (touching or picking the wound), and implanting in a non-sterile field. However, the doctor was not able to determine what caused the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported an infection on their left calf and the doctor suspected cellulitis. The patient was referred to wound care, antibiotics were prescribed and an explant procedure was performed on (B)(6), 2023. The patient is doing much better and the infection has cleared. No further issues have been reported.

Event description:
The patient reported an infection on their left calf and the doctor suspected cellulitis. The patient was referred to wound care, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing much better and the infection has cleared. No further issues have been reported.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was selected. However, implanting the device in an off-label location, not prepping the skin with antiseptic solution, and patient contraindicating conditions have been ruled out as potential causes. Other potential causes of infection are not prescribing antibiotics preoperatively, not irrigating the site with antibiotic solution before closure, patient non-compliance (touching or picking the wound), and implanting in a non-sterile field. However, the doctor was not able to determine what caused the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.